Event description:
It was reported that customer ordered a repair - air leak and no cooling (probably due to faulty fdl).

Manufacturer narrative:
The reported issue was confirmed. The root cause identified is a failed circulation pump. The device was evaluated upon receipt. The inlet pressure was -2.8 psi and the pump circulation up to 100%. Could hear noises out of the circulation pump. The reported issue of not cooling was also due to the failed circulation pump. Replaced circulation pump. Performed pm procedure. Replaced drain valves, mixing pump, heater. Cleaning, inspection, functional check, water replacement, new calibration, est, mtk. Device without error - passed the test. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complete initial reporter phone number is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.